Manufacturer narrative:
Inratio precision data provided by end-user lot : 070195. First test inr = >7.5, second test inr = 5.0, third test inr = 3.9. Mean = cannot be determined, sd = cannot be determined, %cv = cannot be determined. The %cv cannot be determined. Per internal procedure, tr 0150, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. This case qualifies as an adverse event. Patient was admitted into the ER.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = >7.5, second test inr = 5.0, third test inr = 3.9.